Event description:
Procedure: ladg -lap assisted distal gastrectomy. Reportedly, after firing, oozing was confirmed. Exchanged with another hand piece but the same problem occurred. Changed the output level from 2 to 3, and it worked properly, then reinforced the tissue. Reportedly, less than a 100cc of blood was lost.